Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hyperglycemic event on 03 mar 2026 and was treated with bolus via pump and milk. The blood glucose was high for less than one hour.